Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited "electrocardiograms invalid." No patient symptoms were reported. No additional information was available.